Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. There was a fluid leak of approximately 2 cups from the analyzer. The leak was not contained. Error messages for "bellows not down" were generated, and the differential background failed at the startup process. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, face shield, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the fluid leak had damaged the sensor distribution board, which caused the "bellows not down" error messages. He replaced the sensor distribution card (diluter 1) and bellows down sensor to resolve the issue. During verification, he found that there was a pressure leak at the differential mixing chamber. He replaced the black striped tubing on the differential mixing chamber. The differential background failures on the startup process were resolved by replacing the differential sample line. (B)(4).